Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates; pump is to be used with individuals 12 years of age and greater; patient is (B)(6).

Event description:
It was reported that the pump was hit against metal and the touchscreen is now unresponsive. There was no impact to customer's blood glucose level.